Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00 x 16 synergy drug-eluting stent was selected for use. However, upon flushing, it was noted that several struts at the proximal end of the stent were lifted/flared. The procedure was completed with another of the same device. No patient complications were reported.